Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance high out of range. Patient is pacemaker dependent. The lead remains in service. No adverse patient effects were reported.